Event description:
Information received by medtronic indicated that the customer experienced diabetic ketoacidosis due to the lack of insulin delivery. The blood glucose value at the time of the event was unknown. Diabetic ketoacidosis was treated by an overnight hospital stay. Troubleshooting was not performed. It was unclear whether the customer used the pump within 48 hours of the event. The customer discontinued the use of the insulin pump. Pumps will be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the ngp 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the ngp insulin pump, which is marketed in the united states. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Information has been corrected which was not correct in the initial report. The information has been provided in section h6( hecc,heic) with this report.information provided in the follow up report in section g4 was submitted with incorrect 'aware date'. The aware date should be considered as '16-jan-2023'.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Retainer ring = black. Case type = ngp. The customer was hospitalized for alleged dka/high bgs and no delivery alarm (reason code) on 04-jan-2023. The pump passed the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and the dat at 0.0871 inches. The insulin flow blocked alarm functions properly during the basic occlusion test, occlusion test and force sensor test. No unexpected insulin flow blocked alarm/no delivery alarm noted during testing. The pump recognized the water filled reservoir that was installed in the reservoir compartment. The pump was programmed with a 2.0 unit fill cannula delivery. Then the pump delivered the 2.0 units properly with water exiting the infusion set. The pump was then programmed with multiple test boluses and monitored. All boluses delivered properly with water exiting the infusion set. No bolus anomaly noted. The following were noted during visual inspection: minor scratched display window, scratched case, cracked battery tube threads, cracked case at the battery tube side, stained serial number label, and pillowing keypad overlay. The test p-cap and reservoir does lock in place in the reservoir compartment. History download was successful using thus and carelink upload was successful. The pump did not have a battery installed when received. No damage noted on the original battery cap. There were no pump errors/alarms noted 1 week prior to the event date 04-jan-2023 in the formatted history file. However, the most recent no delivery alarms listed in the pump history file were on 12/18/2022 and on 12/19/2022. Please see below for the no delivery alarms listed on 12/18/2022-12/19/2022. 12/18/2022 04:53:10.000 alarmalertnotification faultnumber = no delivery (7) - during bolus. 12/18/2022 04:53:54.000 alarmalertnotification faultnumber = no delivery (7) - during bolus. 12/18/2022 04:54:30.000 alarmalertnotification faultnumber = no delivery (7) - during bolus. 12/18/2022 12:30:20.000 alarmalertnotification faultnumber = no delivery (7) - during bolus. 12/18/2022 12:36:48.000 alarmalertnotification faultnumber = no delivery (7) - during bolus. 12/18/2022 12:37:40.000 alarmalertnotification faultnumber = no delivery (7) - during bolus. 12/18/2022 12:38:16.000 alarmalertnotification faultnumber = no delivery (7) - during bolus. 12/18/2022 12:38:52.000 alarmalertnotification faultnumber = no delivery (7) - during bolus. 12/18/2022 12:39:35.000 alarmalertnotification faultnumber = no delivery (7) - during bolus. 12/18/2022 12:40:01.000 alarmalertnotification faultnumber = no delivery (7) - during bolus. 12/18/2022 12:40:26.000 alarmalertnotification faultnumber = no delivery (7) - during bolus. 12/18/2022 12:40:54.000 alarmalertnotification faultnumber = no delivery (7) - during bolus. 12/19/2022 14:39:22.000 alarmalertnotification faultnumber = no delivery (7) - during bolus. The pump passed the functional testing. Unable to confirm alleged dka/high bgs. Insulin flow block alarm/no delivery alarm not confirmed. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.